Manufacturer narrative:
The iabp is under evaluation. A supplemental medwatch form will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown. The customer attempted to power-up the iabp without success. The patient was switched to another iabp and therapy was continued. No patient injury was reported.